Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) implanted on (B)(6) 2019. He has complained on numerous occasions that the pump would stay flat and not reinflate most of the time, it is hard to squeeze and not operating as expected since once squeezed, the cylinders do not inflate. The physician tried multiple times to inflate the device, but no troubleshooting resolved the issue. The pump was explanted and replaced without patient complications.

Manufacturer narrative:
B3 date of event: unknown, used the first date of the aware month. Investigation summary: with all the available information, boston scientific concludes that the visual analysis of the device did not identify any leaks. The functional testing showed that the pump failed the activation test. The activation issues could affect the functionality of the pump. Based on this observations, the reported allegations of pump collapsed/dimpled/flat and mechanical issues were confirmed. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: visual examination of the device identified that the kink resistant tubing (krt) was worn to the filament; however, no leaks were present in the component. Functional testing of the device showed that the pump failed the activation test that verifies that with the pump in the deactive state, fluid does move from the reservoir side of the pump to the cylinder side of the pump through a squeezing motion of the pump bulb at less than 8 lbf (pound-force) with no back pressure on the cylinder to the pump. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
Date of event: unknown, used the first date of the aware month.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) implanted on (B)(6) 2019. He has complained on numerous occasions that the pump would stay flat and not reinflate most of the time, it is hard to squeeze and not operating as expected since once squeezed, the cylinders do not inflate. The physician tried multiple times to inflate the device, but no troubleshooting resolved the issue. The pump was explanted and replaced without patient complications.